Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes leaked from an undisclosed location (fluid leakage alarm). This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed with no issues. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.